Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During insertion of a screw, the cannulated driver bent and fractured. The fractured piece was removed from the patient and another driver was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (B)(4). Visual review of the returned device identified a twisted tip; therefore, the complaint is confirmed. No applicable dimensional analysis could be completed with the damage to the instrument. The device was determined to be conforming to print specifications as a result of a review of the manufacturing records. Further investigation into the issue determined the root cause is design related. Corrective and preventive actions have been initiated for the reported issue.

Manufacturer narrative:
(B)(4). Product was not returned; therefore, no physical evaluations could be conducted. Review of the certificates of conformance for the device indicates product was manufactured conforming to product specifications. This device is used for treatment. Root cause was attributed to the design of the device. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA.